Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the ivc filter is tilted approximately 12 degrees anteriorly with respect to the long axis of the ivc. The apex of the filter abuts the anterior wall of the ivc. The apex is at level of lowest right renal vein. One strut anteriorly extends approximately 2mm beyond the ivc wall. The filter strut posteriorly extends approximately 3mm beyond ivc wall. One strut laterally on the left extends approximately 4mm beyond ivc wall and another strut laterally on left extends approximately 5mm beyond ivc wall.

Event description:
On (B)(6) 2007 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen/pelvis-infrarenal revealed that the ivc filter is tilted approximately 12 degrees anteriorly with respect to the long axis of the ivc. The apex of the filter abuts the anterior wall of the ivc. The apex is at level of lowest right renal vein. One strut anteriorly extends approximately 2mm beyond the ivc wall. The filter strut posteriorly extends approximately 3mm beyond ivc wall. One strut laterally on the left extends approximately 4mm beyond ivc wall and another strut laterally on left extends approximately 5mm beyond ivc wall.